Manufacturer narrative:
The subject device was evaluated. Device evaluation noted the customer reported issue was confirmed. Device evaluation found that the image could not be displayed due to water immersion at the head side, the head section was fractured. Flooding of image capture, corrosion of electrical contacts were observed. Deterioration of the head side stopper was also noted. A device history record review was not performed as this manufactured record is more than fifteen years, (more than 15 years ago, the DHR could not be verified) service history record review was performed and found that there was no repair history for the product in question within the past 12 months from the date of occurrence of the complaint in question. Per instruction for use (IFU), it states, endoscopic image disappearance and freezing warning please strictly observe the following items. Endoscopic images may disappear unexpectedly during an examination, or the freeze may not be released. - do not clean, disinfect, sterilize, or store this product with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and damaging the electrical circuitry inside the product due to water leakage. - be very careful not to scratch the camera cable with sharp objects. - do not bump or drop this product. Water leakage may damage the electrical circuits inside the product. - if the camera cable is curled up, do not pull it forcibly, but straighten it gradually. There is a possibility that the camera cable will break. - do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break. - when wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. Doing so may cause the camera cable to break. - hold the camera head, not the camera cable, while operating the endoscope. There is a possibility that the camera cable may break. - do not secure the camera cable using a pair of pins or the like. There is a possibility that the camera cable may break. Based on investigation findings, the reported phenomenon was confirmed .the failure identified cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor complaints for this device.

Event description:
It was reported the device exhibited no video image (possibility of cable wire broken) . There was no patient impact, no harm reported due to event.